Event description:
The customer reported high blood glucose readings of 500 mg/dl. The high blood glucose readings were treated with the insulin pump. The insulin pump had a bent cannula. The customer refused to troubleshoot for the high blood glucose readings. Advised to take a shot to bring down the high blood glucose readings. Troubleshooting for the bent cannula was conducted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.